Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The report of "lack of effectiveness" for the patient was investigated and found not to be product related. Analysis of the returned paddle lead found it had been cut during the explant procedure resulting in three segments being returned for evaluation. Microscopic inspection found one broken wire in the paddle at channel two. All segments were tested for continuity and only the one open (broken wire at channel two) was found. The cause of the broken wire is consistent with the explant procedure, as there was not an impedance issue reported prior to explant and there was no evidence of a lead impedance issue in the ipg logs.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Troubleshooting was unable to resolve the issue. As such, surgical intervention took place on (B)(6) 2024 wherein the entire system was explanted to address the issue.